Event description:
It was reported by service report that there was no power to the bed due to a loose power cord connection. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Loose power cord connection.